Event description:
It was reported the device deployed inside pt, but the surgeon could not close the device for specimen removal. The plunger was stuck all the way down, and would not pull back. The device and trocar were removed from pt and another device was used to complete. The surgeon stated that he had to enlarge the incision to remove the device. The surgeon also stated that the pt was doing ok. The or time was extended ten minutes. The pt did not require any additional medical treatment or extended hospital stay due to the inciscion being lengthened.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.